Manufacturer narrative:
Correction: b5: additional: subsequent follow up information received from the surgery center revealed that the there was no patient contact with the lens. Upon reviewing the complaint folder, it has been determined there was no patient contact with the lens, therefore the haptic damaged is no longer a reportable event per our reportable criteria. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2648035-2021-07173. G8: correction: in review, of medwatch 2648035-2021-07173 and per new information received, this event has been assessed not reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2020. Implant date: unknown/ not provided. Explant date: unknown/ not provided. Attempts have been made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported that a za9003 lens was noted with bent haptic issues. Unsure if they were bent upon opening or after being loaded. No further information provided.